Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire ts verified that the problem could be due to ib failure is clear. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 had alarm 305 - cfb comm error. Furthermore, there was no information for patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. The root cause was determined due to defective pressure sensor / transducer or corresponding measurement electronics on the sensor board electronics on the inspiration block. Initiated parts replacement.